Event description:
A report was received that the patient had a minor infection at the battery site. The battery site was red and slightly opened at one side. The pain management physician placed the patient on oral antibiotics and referred the patient back to the implanting surgeon, as he felt the issue was related to the original implant procedure. The implanting surgeon met with the patient and determined that the infection was completely cleared. The patient was reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.